Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 28mm x 3.0mm-3.5mm, eccentric, de novo target lesion contained <=45 degree bend and was located in the non-tortuous and mildly calcified mid to distal left anterior descending (lad) artery. After a 3.5 6fr ebu guide catheter was placed, a non-bsc guidewire was advanced to cross the lesion. Following predilation with a 3.0x20 maverick balloon catheter, a 3.00x12mm promus element¿ drug eluting stent was selected for use to treat the lesion; however, significant resistance was met upon introducing the stent. When the device was removed, the physician noted that the tip of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).